Event description:
It was reported that a flogard infusion pump had a continuous unknown alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and an alarm log review were performed. The alarm log review and power on self-test noted no issues. Visual inspection identified that a cable was disconnected which caused a non-responsive keypad and beeping noise. The cause was determined to be due to a disconnected ribbon cable. The ribbon cable was reconnected to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.